Event description:
Customer was treated on site due to low blood glucose levels. Neighbor called for assistance with turning off and removing the pump and infusion set. No further details were provided.